Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. During evaluation, the reported helium leak could not be reproduced by a getinge field service engineer. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.